Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Detailed analysis revealed that the allegation against the device was not confirmed. Laboratory observations and field report has no sign of setscrew marks noted on the terminal pin.

Event description:
It was reported that this lead was a case of an attempted implant due to a product performance anomaly. This lead was never in service. No adverse patient effects were reported.